Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode and the reported error 319 was replicated. The usm failed the fiber test on the rolling loop. A gold rolling loop was installed, and the error cleared. The original rolling loop was re-installed, and the error returned. The rolling loop fiber assembly will be replaced as a fix to the reported problem. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for the failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, there was a repeated non-recoverable fault. Before calling intuitive surgical, inc. (Isi) technical service engineer (tse), the customer had already rebooted the system twice without success. The isi tse guided the caller to power off the system, emergency power off (epo) the patient cart, move the universal surgical manipulator (usm)1 carriage manually, and power the system back on without success. The isi tse guided the caller to disable usm 1 and continue with the procedure with 3 arms. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system, and it initially powered on without errors. The surgeon successfully completed the gastric bypass using only 3 arms.